Manufacturer narrative:
Conclusion: the returned devices were visually inspected upon arrival. A mechanically damaged housing was observed. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. This is a combined initial and final report.

Event description:
A broken and leaking dacapo powerpack has been received at service repair. Neither contact with the electrolyte chemistry nor injuries are reported.